Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -7.5/1.5/087 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens had tore during injection/delivery into the eye. The patient also experienced lens dislocation/subluxation. On (B)(6) 2024 the lens was exchanged with a same length lens and the problem was resolved. There was no patient injury. The cause of the event was reported as user error with no device causality.